Event description:
The physician noticed an excessive system leak while delivering desflurane to a ventilated pt. The unit was found to fail the low pressure leak test. The unit was removed and replaced, but when tested later, it passed the low pressure leak test.